Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 275cc saline breast implant, catalog # 3502275, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with two mentor smooth round moderate plus profile 275cc saline breast prostheses and experienced bilateral capsular contracture (baker grade unknown). Additionally, the patient¿s right-side device deflated. As a result, the patient underwent bilateral removal and replacement with a mentor 375cc memorygel implant (catalog 3503754bc, s/n: (B)(4)) on the right, and a mentor 400cc memorygel implant (catalog 3504004bc, s/n: (B)(4)) on the left on (B)(6) 2018. This report addresses the patient¿s left-side device.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).